Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿system could not deploy the t2 anchor.¿ t1 and t2 and suture were not returned. The depth limiter was returned and was fully retracted. The needle and delivery curve showed no damage. The device cycled and actuated as expected. The device returned showed no reason for failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl and meniscal repair surgery, the fast-fix 360 curved needle delivery system could not deploy the t2 anchor. Since the t1 anchor was already secured in the meniscus, it had to be removed from. A back-up device was available to complete the procedure. The surgery was not significantly delayed. The patient was not injured.